Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal battery depletion.

Event description:
It was reported that the patient was presented in clinic for a routine follow-up due to a pulse generator with an elective replacement indicator. During the visit, the patient went into cardiac arrest. Upon interrogation, the device was found to have exhibited backup vvi mode dating back to (B)(6) 2014, when the patient underwent radiation therapy. The device was explanted and replaced on (B)(6) 2014.